Event description:
It was reported that the zimmer meshgraft ii unit was not slicing evenly. Additional clinical follow up with the hospital indicated that the mesher was not meshing the donor graft. It appeared to shred and tears the graft. There was no knowledge regarding the initial event description of "not slicing evenly." Rn stated the initial donor graft was salvaged for use and there was no additional donor harvest; no increase of surgical time and no additional surgical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 20 years old and has been in 2 times for repairs. The last repair was on (B)(4) 2011, for a non related issue. The inspection found that the device to be out of calibration. Unable to determine a cause of, or reproduce, the reported complaint. Clinical follow up indicated the graft was shredded and torn, with no additional graft necessary. Two pre repair sample grafts were acceptable. No problem was found with this device which would indicate a cause of the reported complaint. The graft thickness of the graft involved in the reported event is not known. The device was serviced and returned to the customer.